Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries the reported issue could be confirmed. On the reported date of event the device detected a technical deviation at 20:25 (device time) after the user activated three different buttons (reset, silence, o2-suction) and reacted by performing a restart. The restart solved the deviation and no other errors were found in the log file. Based on the log entries a temporary deviation within the electronic system on the pcb ccb-ii was determined to be the root cause of the issue. The device reacted as specified to the detected deviation by performing a software-controlled restart of the whole electronic system in order to reset it to a specified state. This system-reset is combined with an audible and visible alarm of high priority and the pneumatic system is opened to allow for spontaneous breathing of the patient. After approximately 12 sec savina 300 continues ventilating the patient with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started but is not yet concluded. Results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly restarted itself during clinical use. No patient consequences reported.